Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Investigations have determined that since all ise parameters show low values, the most likely cause would be a calibration error.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been watching patient results reported for ise indirect na for gen.2 (sodium) on the cobas 6000 c (501) module - c501. Some results were flagged for delta checks, so the test was re-calibrated and samples were repeated. A total of 27 patients had questionable results for ion selective electrode (ise) tests. Of these, eleven had erroneous results reported outside of the laboratory for sodium and ise indirect cl for gen.2 (chloride). All initial results were reported outside of the laboratory. The repeat results were believed to be correct. The first sample had an initial sodium result of 133 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 139 mmol/l. The second sample had an initial sodium result of 132 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 138 mmol/l. The third sample had an initial sodium result of 131 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 137 mmol/l. The fourth sample had an initial sodium result of 134 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 141 mmol/l. The fifth sample had an initial sodium result of 133 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 141 mmol/l. The sixth sample had an initial sodium result of 131 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 141 mmol/l. An additional sodium value of 139 mmol/l was also provided, but it could not be clarified if this was an additional repeat result from this sample. The seventh sample had an initial sodium result of 134 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 140 mmol/l. The eighth sample had an initial sodium result of 132 mmol/l. The sample was repeated on a different analyzer, resulting with a sodium value of 138 mmol/l. The ninth sample had an initial sodium result of 133 mmol/l. The sample was repeated on a different analyzer, resulting with a sodium value of 140 mmol/l. The tenth sample had an initial chloride result of 101 mmol/l. The sample was repeated on a different analyzer, resulting with a chloride value of 111.9 mmol/l accompanied by a data flag. The eleventh sample had an initial sodium result of 131 mmol/l. The sample was repeated on a different analyzer, resulting with a sodium value of 137 mmol/l. An additional sodium value of 137 mmol/l was also provided, but it could not be clarified if this was an additional repeat result from this sample. The patients were not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He cleaned and checked all ise electrodes. He checked and cleaned the ise unit. He checked tubing. He also checked the ise sample probe, cleaned it, and ran a stylet through it. He performed sample probe and sipper probe adjustments. He calibrated the ise tests and ran quality controls. All controls were within customer specifications. He ran precision studies and these were within range. He released the instrument to the customer.